Event description:
It was reported that noise was observed on the ra lead. Programming changes were made. No symptoms reported. The lead will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed on the ra lead. No symptoms reported. The lead will continue to be monitored.